Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product available to be returned.

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 395 mg/dl (meter using strip lot # 493816) and 135 mg/dl (meter using unknown strip lot #). And 136 mg/dl (meter using unknown strip lot #) and 295 mg/dl (meter using strip lot # 493816). No adverse event reported. Requested return of suspect device and strips with lot 493816, and replacement was sent. Strips with unknown lot number were no longer available to be returned.